Event description:
On (B)(6) 2014 a patient stated experienced abdominal pain and sweating. Per the patient's peritoneal dialysis (pd) nurse, the patient was encouraged to go to the clinic the next day. The patient's (pd) nurse stated that there was affluent drainage during manuals and labs were drawn. The patient was admitted to the hospital on (B)(6) 2014. The patient's lab results were negative for any growth however, he received intravenous vancomycin. A follow-up call to the (pd) nurse was made, and it was indicated that the patient has recently had a shift in metal activity. The (pd) nurse stated that touch contamination was likely. The (pd) nurse also stated that during his hospitalization, positioning of his catheter was an issue and may have contributed to his pain and discomfort. The patient was discharged from the hospital on (B)(6) 2014 in stable condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.